Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tlif(transforaminal lumbar interbody fusion) at l4-l5 and l5-s in which rhbmp-2/acs was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.